Event description:
It was reported that a physician trained in the use of the starclose se device, achieved arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, after deploying the clip, the device was difficult to remove. In accordance with the instructions for use, the access ports were used to successfully remove the device from the pt's anatomy. The clip was delivered and achieved hemostasis appropriately. No adverse pt effects were reported. No add'l info was provided.

Manufacturer narrative:
(B)(4). Eval summary: eval of the returned device found it was fully clip deployed and the access port had been used to facilitate device removal. The distal end of the device presented bent vessel locator wings, which is consistent with difficult device removal. The wings were intact and secure within the vessel locator assembly. A possible cause for the bent wings may have been due to compaction of subcutaneous tissue between the deployed locator wings and the distal end of the device's clip delivery tube during deployment, bending the wings distally. This condition can result in the inability of the locator wings to retract into the clip delivery tube after clip deployment, making the device removal difficult and requiring the activation of the access ports. Based on the investigation findings, the root cause for the damaged wings is related to the operational context in which the device was used. No mfg or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.